Manufacturer narrative:
This complaint was not escalated to root cause analysis.

Event description:
A screw broke at the head during insertion. The remaining screw could not be removed and the attempt led to a delay in surgery.